Event description:
When opening supplies on the sterile field specifically a 10 pack/box of raytec, one raytec stuck to the inner box pulling 1 raytec out of the group wrap while the rest remained intact on the sterile field. The integrity of the raytec box was examined for sterility and there was no break, only some manipulation on the inside of the raytec box that caught on a raytec. All raytec was removed from the field and removed from the room. The charge nurse was made aware and the raytec and package it came in were given to quality. A second raytec package with the same issue and lot# was saved and given to quality. Materials management worked with cardinal health rep to pull all raytec products with this lot# 20d124062 from the stock